Event description:
Upon receipt of the device, the user reported the device failed to calibrate. The user also reported arterial ph was not good. The shunt sensor was replaced. Since the event occurred upon receipt of the device, there was no patient involvement during this event.